Manufacturer narrative:
Initial and final MDR 1877207 - device 4 of 6. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced six infusion set leaking at the site event on 9-apr-2024. The infusion set was in use for 24 hours respectively. The blood glucose level was 350 mg/dl at the time of event and patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.